Manufacturer narrative:
One hundred eleven (111) devices were retained by the customer and the device was evaluated by an independent laboratory. It was further reported, the particulate matter was stated to be styrene in 49 bags; paper in 48 bags and polysulfone and polyether urethane in 14 bags; however, the condition could not be confirmed nor refuted. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter (pm) was observed in one hundred eleven (111) exactamix 250ml eva tpn (total parenteral nutrition) bags. The events occurred after the bags were filled (post-compounding) with an unspecified volume of fentanyl and bupivacaine in 48 bags; fentanyl and ropivacaine in 30 bags; and norepinephrine bitartrate in 33 bags. The pm was identified by the customer as styrene in 49 bags; paper in 48 bags and polysulfone and polyether urethane in 14 bags. There was no patient involvement. No additional information is available.